Manufacturer narrative:
Eval summary: the orthodontist's office staff returned the syringe but not the dispensing tip to the MFR; they could not locate the dispensing tip after the incident. The returned syringe was intact with the plunger inserted in the syringe barrel. There were no defects in either the syringe or the luerlock section where the dispensing tip attaches to the syringe.

Event description:
During a procedure to bond brackets to pt's teeth for orthodontic treatment, the dispensing tip dislodged from the syringe which contained etching gel. The orthodontist's office staff reported that the orthodontic assistant was unable to expel the etching gel from the syringe, so she attempted to resolve the problem by removing and re-attaching the dispensing tip to the syringe several times. The final attachment of the dispensing tip to the syringe apparently was not secure because both the dispensing tip and the etching gel were expelled from the syringe. Although the pt was wearing disposable protective eye shields, some of the etching gel sprayed into the pt's right eye. The pt rinsed her eye with water, after which the bonding procedure was completed. The orthodontist's staff then took the pt to an ophthalmologist who prescribed the following medications for the pt: zylet ophthalmic suspension (anti-inflammatory corticosteroid and antibiotic combination) which is indicated for steroid-responsive inflammatory ocular conditions and for superficial bacterial ocular infection of when a risk of bacterial ocular infection exists. Erythromycin ophthalmic ointment (antibiotic) which is indicated for topical treatment of superficial ocular infections of the conjunctiva and/or cornea caused by susceptible organisms. Toradol (nonsteroidal anti-inflammatory pain medication) which is indicated for short-term relief of moderate to severe pain. The day after the event, the pt had a second appointment with the ophthalmologist at which time the ophthalmologist noted that the pt's eye was almost healed and would be fully healed in another week.